Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under-infusing. Per reporter, testing was performed, and the device was under-infusing the dose. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 4/11/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found bubble dispersion on the downstream occlusion (dso) seal and upstream occlusion (uso) seal. The complaint was duplicated as low delivery was confirmed, however a sound mentioned in the device complaint was not found.the dso and uso seals were replaced to fix the issue.